Event description:
The customer reported a complete loss of system motorization functionality. There was no report of a pt injury or death related to the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The intelligent servo pcb was evaluated and replaced. The system was tested and found to be working as intended and put back into service.